Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-26653. It was reported that a patient presented to the emergency room on (B)(6) 2021 after experiencing pocket stimulation. Noise resulting in oversensing was noted on both the patient's right atrial and right ventricular leads. Low and out of range pacing impedance was also noted on the right ventricular lead, while low, in range pacing impedance was noted on the right atrial lead that was less than half the baseline value at implant. An x-ray performed on (B)(6) 2021 revealed that there was lead abrasion on both leads. Both leads were capped and replaced. The patient was stable throughout.